Event description:
The pt was undergoing a kidney operation and the kidney image as displayed on the system's image monitor allegedly flipped in orientation without any operator intervention and as a result it is alleged that the pt had the wrong kidney operated upon.